Manufacturer narrative:
One workmate¿ claris¿ ep-4¿ cardiac stimulator was received into the lab for analysis. Preliminary measurements confirmed system voltages to be within the specified limits and no discoloration of the power supply wiring connector was observed. It was also confirmed that the stimulator successfully executed the post (power on self-test) and communicated with the ep-4 touchscreen pc. The returned cardiac stimulator was then subjected to an extended pacing test which resulted in the loss of communication reported. Additional testing isolated the root cause of the communication issue to the single board compute. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No rework or non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the reported communication issue was isolated to abnormal functionality of the microprocessor.

Event description:
During the procedure, the ep-4 was intermittently stopped pacing after administering adenosine while the patient was in atrial block. While intermittent pacing occurred the screen of the stimulator was show that the unit was still on. After pacing returned, the system would return to the home screen in the middle of the procedure. When pacing returned, the procedure was able to be completed with no adverse patient consequences.